Event description:
The customer reported that the device experienced a delayed startup and failed the defib test during testing.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.